Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive steerable sheath was selected for use in a pfa procedure. The physician successfully prepped and initiated use of the sheath. During the procedure, a leak developed in the valve. Due to concerns about potential air entry into the system, the physician elected to replace the sheath with an alternate faradrive device. The procedure was completed successfully with the replacement device. No patient complications were reported. The affected product is available for return and analysis.